Manufacturer narrative:
E1: patient city: (B)(6). Patient country: ireland. Name: (B)(6). Country: united states of america. Street: (B)(6). City: (B)(6). State, province or territory: (B)(6). Post office or zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026 and was treated with pump insulin.